Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a vticmo13.2, -8.50/5.5/091 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os). Refractive surprise was observed and rotation/repositioning was performed. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional data: additional information: " the doctor did the repositioning last week and he is waiting for patient's follow up to see the result". Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted. (B)(4).

Manufacturer narrative:
Additional data: additional information: " the icl was rotated anti-clockwise to the desired axis. Refraction in her last follow up visit (3 weeks following the procedure) is as follows: -0.25 -0.75 axis 70 with ucva of 20/25. Patient is happy". (B)(4).